Event description:
It was reported that the reservoir leaked, which caused the insulin pump to be exposed to fluid. The blood glucose reading was 53 mg/dl, which was treated with food. The customer stated that she had been experiencing high blood glucose levels and was instructed to deliver a bolus. She stated that the insulin pump bolus delivered into the reservoir compartment, so she treated with 20 units of insulin via manual injection. The customer stated that she was unable to complete troubleshooting and was advised to change the entire infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.